Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient noticed a half inch of air in the patient line. Renal therapy services (rts) advised the patient to end therapy and inform the peritoneal dialysis registered nurse regarding the event. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.